Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt is without stimulation as the charging system and the pt programmer is unable to locate and communicate with the ipg. A replacement charger did not resolve the issue. The pt is working with her physician for the next course of action. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.